Manufacturer narrative:
Pump passed the self test and displacement test. Hardware low level failure alarm, variable 3, was confirmed in the formatted history file due to a cold, cracked solder joint found on pin 1 of the ambient light sensor(u1). No pump error alarms noted during testing. (B)(4).

Event description:
Customer reported via phone call that they experienced high blood glucose. Customer's blood glucose level was 300 mg/dl at the time of incident and other relevant blood glucose level was 213 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event and manual injection. Customer was neither in emergency room nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose. Customer not alleging that the insulin pump was under delivering. It was also reported that the insulin pump had software error detected during self test. Customer was able to clear the alarm and able to complete pump rewind. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.